Event description:
Patient was status-post right total knee arthroplasty. The iceman cooling unit was applied without difficulty. Staff saw no defects in the equipment and had no trouble getting the device set up and running. The rn reports that approximately 5 minutes later, the patient's bed and dressing were wet. Leakage was noted at the connection between the iceman tubing and pad. Staff describe it as "spraying all over." The or rn team leader and surgeon were called to the pacu to evaluate the patient and replace the dressing. The md and infection control practitioner are concerned about the increased risk of infection due to complete saturation of the fresh surgical site. The patient's plan of care did not change and to date, the patient remains infection free. Or staff contacted the donjoy rep and returned the product to him. Staff report that this is the second incident they have had with this device and that both have been reported to the manufacturer's rep.